Manufacturer narrative:
The insulin pump was received with an intermittent act button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump was received with a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that nothing led up to the button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.